Event description:
The customer tested his blood glucose using both of his contour meters. One meter read 300 mg/dl, while the other read 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting of the test strips, so no product will be returned at this time.